Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. During unpacking of a 28 x 3.00 promus premier drug-eluting stent, the tip of the stent strut was found damaged and could not be implanted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.